Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). Patient underwent lead revision due to prophylactic MRI comparability. Connection and impedances (40000) were checked in the or with only x3 connectivity and impedance issues (contacts 4,11 and 13). Had pa wipe off leads and reconnect where connectivity and impedances still were not perfect, but improved. In post-op, connectivity and impedances were checked again showing multiple electrodes on connectivity and impedances being out of range. Stimulation was turned off until friday (B)(6). Physician is aware. Reps will be meeting with patient on friday (B)(6) to see if issues have subsided per surgeon request.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6)2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that the issue was resolved. The patient was seen two days after the surgery and all impedance issues were resolved. The patient was getting relief and was doing good and had a functional system.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6) implanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.